Manufacturer narrative:
UDI: unknown product code not available. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned to manufacturer.

Event description:
Notified by legal: patient had anterior cervical discectomy and fusion with decompression, anterior spinal instrumentation surgery on (B)(6) 2015. Less than a year later on (B)(6) 2016, patient had hardware removal surgery due to hardware loosening and breaking.